Event description:
It was initially reported that the zimmer electric dermatome handpiece was not functioning properly. Additional clinical information determined that the issue occurred during surgery. There was an impact/damage to the harvest that was reported as a result of the device issue. An additional graft harvest was required to be taken from the patient. An alternate device was retrieved and used to complete the procedure without any reported delay.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.